Event description:
It was reported that during a supply change the infusion set dislodged from the applicator when the user removed the adhesive backing, resulting in an infusion set deployment issue and inability to apply the set. No reported clinical effects and no alerts or alarms. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included a review of the event details, device history not performed, and user troubleshooting and education. Investigation of this case revealed an infusion set application failure with uncertainty whether due to user technique or product malfunction. It was concluded that the event was inconclusive for root cause, with possible user handling or device performance contributing.